Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2025, a 58-year-old male patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient underwent a pulmonary embolism (pe) thrombectomy two days prior. During the dvt thrombectomy, the patient was positioned frog legged and resistance was felt performing the micropuncture due to chronic clot. As the clottriever sheath, 16 fr (CT sheath) advanced, it became stuck. When the CT sheath was pulled back, the funnel separated from the device. The funnel was successfully removed throughvenous cutdown.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The suspect device was returned and evaluated. Visual examination found that the clottriever sheath funnel was separated from the sheath body. The cause of the clottriever sheath funnel separation was most likely due to excessive force used to advance/retract the device against resistance. Excessive force can cause damage to the sheath. Additionally patient anatomy and/or a tortuous insertion pathway can contribute to sheath damage. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. The device labeling includes vessel damage as a possible adverse event/complication. The stryker peripheral vascular medial affairs team determined the clottriever sheath may have caused or contributed to the patient's vessel damage.

Event description:
On (B)(6) 2025, a 58-year-old male patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient underwent a pulmonary embolism (pe) thrombectomy two days prior. During the dvt thrombectomy, the patient was positioned frog legged and resistance was felt performing the micropuncture due to chronic clot. As the clottriever sheath, 16 fr (CT sheath) advanced, it became stuck. When the CT sheath was pulled back, the funnel separated from the device. The funnel was successfully removed throughvenous cutdown.